Event description:
The facility reported a flo-gard infusion pump with failure code 94 which interrupted an infusion of rituxan on a (B) (6) male patient in the facility's infusion suite. The intended infusion was 500ml of rituxan over a 6 hour period. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4). The reported condition of a flo-gard infusion pump with failure code 94, which interrupted a patient infusion, cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made.should the pump be received for evaluation or if any additional information becomes available, a follow-up medwatch will be submitted.